Manufacturer narrative:
The investigation into the placement signal issue has been completed. The impella rp was returned for investigation. The real time data log was reviewed and a placement signal not reliable alarm was confirmed on (B)(6)2021 characterized by erratic placement signal waveforms ranging from approximately -2000mmhg to 3000mmhg. Additionally, the pump flow was at or near zero from approximately 13:18 onward. The returned pump was visually inspected and a deformed outflow cage as well as two catheter kinks adjacent to the motor housing were noted which likely occurred during insertion. The pump was plugged into a console and ran at p-9 with normal flow, motor current, and placement signal values, even with manipulation of the catheter at the kink location. As the placement signal and flow issues were unable to be reproduced, a specific cause for these issues could not be determined through this evaluation. However, the unreliable placement signal likely led to the reported flow issues as pump flow is calculated using the measured pressure at the differential sensor. The cause of the placement signal issue was not determined as the failure was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that the impella rp was placed at the left groin. However, a placement signal unreliable alarm generated immediately after insertion. The physician noted that a clot ingestion was possible. The placement signal stopped functioning entirely. This impella rp was removed and successfully replaced with another impella rp. There was no patient harm reported.